Manufacturer narrative:
The implant has not returned for evaluation. A radiograph was provided which confirmed the event. Neither the identifying part nor lot number were provided; therefore, a review of the device history record could not be conducted. The original surgery date is unknown.. If additional information is provided, supplemental report will be submitted.

Event description:
It was reported a cage at l5-s1 migrated posteriorly. A surgery has been scheduled.

Manufacturer narrative:
Corrected info: d4. Model # 320-10102500. Catalog # 320-10102500. Lot # sm149006. Unique identifier (B)(4). 6b. 10/06/2022. 9. Yes. H3. Yes. H4. 04/15/2022. H6. Type of investigation: 10, 3331. Investigation findings: 213. Investigation conclusion: 4310. H10: the following information was provided by the sales representative after removal of the cage. The cage appeared normal with impressive graft backfill. At this point the likely culprit appears to be instability at l5-s1 as evidenced by the significant "halo-ing" of the original screws (7.5x50mm). The s-1 screws were completely walled out after only six weeks. 10.5s wouldn't even touch one of the sides. The surgeon revised the patient with iliac bolts and an alif. Manufacturing review: the returned interbody there does not seem to be a failure of the interbody itself. All components seem to be intact and assembled correctly. The implant was tested for torsional resistance and the passive locking mechanism of the expansion mechanism maintains sufficient drag to combat in-situ collapse. The root cause is a lack of sufficient compressive force posteriorly on the cage after implantation, which is outside the scope of the interbody spacer itself.